Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable recorder is double counting r-waves. It was further reported that the patient has fairly large r-waves. No vt episodes were recorded but af episodes were recorded. Clinician tried several options to get ride of the double counting but unable to do so. Clinician to set recorder to a less sensitive setting to see if it helps with the false af episodes being recorded due to the double counting of the r-waves. The recorder remains in use. No patient complications have been reported as a result of this event.